Event description:
The customer stated an architect i2000sr analyzer consistently generated (B)(6) results for one patient sample. The patient generated (B)(6) results on another architect i2000sr, on a prism analyzer, and using nat testing. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer indicated the patient was on warfarin. Per the 1p97 package insert, liquid anticoagulants may have a dilution effect resulting in lower concentrations for individual patient specimens. Warfarin is an anticoagulant which may have had an effect in lowering the concentration of the 1p97 result. From the complaint text it can be noted that the negative results obtained were high negative results. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, ln (B)(4), arch hbsag qualitative that has a similar product distributed in the us, ln (B)(4), arch hbsag. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).